Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No nonconformances were identified for this part-lot number combination per query executed on (B)(6) 2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this part-lot number combination per query executed on (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). The expiration date is unknown.

Event description:
It was reported by the sales rep via cst tool that during a tendon repair procedure the two customer's micro quick anchors plus preloaded with 3/0 ethibond suture and v-4 needles deployed prematurely. The procedure was completed successfully with no patient consequences or surgical delay to the case. There was no fragments generated. The following additional information was received via phone on 10-16-19: the sales rep stated that the doctor who performed the procedure is a newer surgeon. The customer could not provide the sales rep information regarding how the case was completed, if the same bone hole was used to complete the procedure, if the the anchors were implanted or not. The sales rep was not present for the case therefore could not provide any further information. The devices were discarded by the customer.